Event description:
It was reported that the power cord was damaged with exposed bare wires that had shorted by touching the litter of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.